Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank.: reporter is a synthese employee.: manufacturing site added. Part: 399.083 lot: 5925850 manufacturing site: salzburg release to warehouse date: 11.nov.2013 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. H11 corrected information: g1 contact information updated. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. A review of the device history record has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the device does not work, and the components are missing. Unknown patient involvement. No further information is available. This complaint involves one (1) device. This report is for one (1) bone spreader with 5.5mm blade small handle-soft ratchet. This report is 1 of 1 for (B)(4).